Manufacturer narrative:
For the reported information, the device is pending return to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model sk13514 seeker crossing support catheter allegedly experienced a break and tip detachment. This information was received from * one source. The malfunction involved a patient with no known impact to the patient. Patient age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model sk13514 seeker crossing support catheter allegedly experienced a break and tip detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the device was not returned to bd for evaluation. The investigation is inconclusive for break as the device was not returned. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model sk13514 seeker crossing support catheter allegedly experienced detachment of device or device component. This information was received from one source. This event did not involve a patient as there was no patient contact. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for detachment of device or device component. As no objective evidence has been provided to confirm any alleged deficiency with the device. This malfunction was reassesses and trending device code (1069 - break) has been removed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: b5, h6 (patient code and device code 1069 - has been removed). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.